Manufacturer narrative:
The insulin pump was programmed and monitored for two days. No blank display or constant tone noted. All operating currents are within specification. The off no power alarm functioned properly. The device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and on the motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Customer had a blank display and the insulin pump constantly beeps after battery change. Troubleshooting was not able to resolve the issue. The device was returned for analysis.